Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. The device has not been made available to masimo to allow an analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a f/u report will be submitted.

Event description:
It was reported that the battery would not charge, and the unit shut off intermittently. It would not engage in monitoring. No pt incident was reported.